Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly however moisture damage was found on keypad traces. The insulin pump passed self-test and displacement test. No moisture damage noted inside pump. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 178 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. He stated there is fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.